Event description:
It was reported the system had a communication failure and locked up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, lemo connector, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.